Event description:
It was reported by the customer that their insulin pumped had alarmed and displayed failed battery test. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not but battery cap may be the issue. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).